Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 48 mg/dl. Customer treated their low blood glucose with food. Customer¿s current blood glucose level was in 200 mg/dl. Customer advised they followed up with their healthcare provider because they believed the basal rates were high. Customer declined to troubleshoot low blood glucose levels.